Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the event. The fse cleaned the vision side cart (vsc) common computer controller (ccc) fiber connections and ports, as well as the video image processing (vip) fiber connections. The fse cleaned multiple times until there were no errors. The system was placed back into service but continued to experience master tool manipulator (mtm) left errors. The fse went onsite again, checked the system, and found 319 errors on the high-resolution stereo viewer (hrsv) nodes. The fse cleaned fibers at the ccc and at the hrsv connections at the top of the column on the vertical rolling loop harness. The 319 error cleared. The fse replaced the mtm to resolve the intermittent mcel loss issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report console left manipulator was faulting during surgery. The csr stated the surgeon was able to move to the secondary surgeon console and complete procedure robotically. The tse viewed system logs, found error 23068, 23069, 32098, 23008 on master tool manipulator (mtm)left. The csr cycled system power and faults cleared on system power up. The csr requested mtml on console serial number (B)(6) be checked. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive has received the master tool manipulator (mtm) associated with this complaint and completed investigations. During failure analysis, performed a visual inspection and found no problem related to the reported issue. Verified error 319 in lighthouse (aperture) and installed it on an internal equipment, fixture, or tool (eft) system. During system testing was unable to replicate the reported issue. The unit was transferred for advanced further analysis. After running a slow sine cycle for 1 hour on the shoulder, no errors were triggered.

Event description:
Refer to h11 for follow-up information.